Event description:
A critically ill, profoundly demented nursing home patient with a history of multicerebral infarctions, malnutrition, possible swallowing dysfunction with acute pneumoccial pneumonia. The patient was on IV and IV pump (ivac), foley cathetered (bard), o2 via a nasal cannula (baxter). The physician ordered a nasogastric feeding tube and restraints (deroyal). A keofeed tube was chosen. Nursing staff inserted the tube, aspirated, and insufflated the stomach and determined in error that the tube was placed in the stomach. The tube was placed in mainstem bronchus, and upon institution of feeding, patient increased respiratory distress. Despite vigorous suctioning of the airway, the patient expireddevice labeled for single use. Patient medical status prior to event: critical condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, visual examination. Results of evaluation: none or unknown, other, unanticipated. Conclusion: there was no device failure. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: device use continued with restrictions/limitations, use of all similar devices stopped temporarily, user education provided. The device was not destroyed/disposed of.